Event description:
Patient reported that back to back tests performed on their ss meter using separate finger sticks were 197, 227, 143 and 137 mg/dl (51% difference). No symptoms were reported. Control solution test result (107) was in range. On follow-up, patient confirmed the above information. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegation of harm.